Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated the free thyroxine (ft4) results were recovering high on their e411 instrument and provided examples for 2 patient samples. Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample was initially tested on the customer's e411 analyzer and resulted as 23.9 pmol/l. The 23.9 pmol/l value was reported outside of the laboratory. The initial result was questioned, so the sample was repeated at a different site on an abbott architect analyzer. The repeat result from the abbott architect analyzer was 19.5 pmol/l. The sample was respun and repeated on the e411 analyzer, resulting as 23.79 pmol/l. The patient was not adversely affected. The sample was tested on e411 analyzer serial number (B)(4). The field service engineer ran performance testing on the analyzer.

Manufacturer narrative:
The sample was sent in for investigation. No reagent specific issue was found. The customer's high ft4 results were reproduced during the investigation.